Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient was hospitalized for myopericarditis. Following discharge from the procedure the patient reported experiencing stabbing chest pains that radiated to their back. They were hospitalized for four days during which blood work was performed, underwent ultrasound imaging, and they were administered clochicine. There were no findings from either test. The patient was discharged on the fourth day with the issue being considered resolved without any interventions beyond the hospitalization. The catheter is not expected to be returned as it was disposed of by the facility.